Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the emergency room after a patient notifier was delivered. High, out of range high voltage lead impedance was observed. The measurements in-clinic were stable. The device was reprogrammed. The patient was stable and will continue to be monitored with regular follow-up.